Manufacturer narrative:
(B)(4). On 29-aug-2014, the customer reported that when the couch was lowered there was a lot of noise during the motion. The customer also stated that when couch motion was initiated that the couch would not always rise to the directed height. The customer contacted philips help desk to inform them of the issue and a field safety engineer (fse) was dispatched to the site. On 09-sep-2014, the fse arrived on site and evaluated the system. Upon evaluation, the fse confirmed the customer's compliant. The field service engineer confirmed there was no harm to a patient, operator or bystander as a result of the reported event. The fse confirmed there was no uncommanded motion of the patient support. The fse determined that the issue occurred due to the vertical drive ball screw and bearings in the patient support failing. The fse replaced the vertical drive ball screw and bearings to resolve the issue. After the service, there have been no further recurrences at the site. No bug reports/parts were provided for engineering assessment; therefore, root cause could not be determined. In august 2015, fco (B)(4) (patient support ball screw and retainer/bearing replacement) was released to prevent vertical motion malfunctions and reduce abnormal noise during patient support movement. Review of the unit affected list (ual) showed this site was applicable for the field change order (fco). This fco was released to address the issue of misalignment of the retainer plate on the patient support causing abnormal noise and the potential for vertical motion failures. The fco corrects the issue by replacing the impacted ball screw and retainer/bearing. Review of the service history for this customer site revealed that fco (B)(4) (patient support ball screw and retainer/bearing replacement) was implemented on 29-sep-2015. The product safety committee includes information related to the correction and removal documents for this issue including a philips field service notification (fsn (B)(4)) that was sent to the field on 31-oct-2015 stating that: if the customers couch moves down unexpectedly, they should discontinue use of the device and they have to contact their field service engineer immediately. At the time of event, the fse determined that the issue occurred due to the vertical drive ball screw and bearings in the patient support failing. The fse replaced the vertical drive ball screw and bearings to resolve the issue. (B)(4). Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable cause was determined that the issue occurred due the vertical drive ball screw and bearings in the patient support had failed.

Event description:
The customer reported that when moving the patient support vertically it made a loud noise. There was no patient involved when the noise was heard. Field service engineer confirmed there was no harm to a patient, operator or bystander as a result of the reported event. The fse confirmed there was no un-commanded motion of the patient support. The fse determined that the vertical drive ball screw and bearings in the patient support had failed and replaced them.